Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.

Event description:
It was reported that patient underwent partial knee procedure in 2006. Subsequently, patient underwent revision procedure due to the polyethylene tibial bearing coming out and was sitting where his kneecap should be.